Event description:
The customer reported a failure to power on during a pt event. The involved pt died. At this time it is unk if the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to power on during a pt event. The involved pt died. At this time it is unk if the device played a role in the pt's outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.